Event description:
It was reported that using a right radial access approach during a procedure of the moderately tortuous, moderately calcified, distal circumflex obtuse marginal artery, during post dilatation of the 2.5 x 28 mm non-abbott stent the 2.75 x 20 mm nc trek balloon dilatation catheter (bdc) ruptured when inflated to nominal pressure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.